Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary users had issues with stock lows not appearing on either the refill reports or the stock/out/low indicators. The customer also confirmed that in the ed, the medication prochlorperazine edisylate 5 mg/1 ml (2 ml) vial 296 had been in a stock_low status for 22 days, but it did not appear in pyxis. However, there were no delay, adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary users had issues with stock lows not appearing on either the refill reports or the stock/out/low indicators. The customer also confirmed that in the ed, the medication prochlorperazine edisylate 5 mg/1 ml (2 ml) vial 296 had been in a stock_low status for 22 days, but it did not appear in pyxis.however, there were no delay, adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) requested specific medication identification (medid) examples for investigation, and no details were provided by customer despite multiple follow ups. Further the customer confirmed that the case can be closed. The system functioned as intended after the technical support specialist investigated the issue.